Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: (email address): unknown/not provided.. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4631-pt-removal and replacement : procedural complications. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol), model dcb00, was implanted into the patient¿s right eye. The lens appeared damaged and was removed during the same procedure, then replaced with another lens of the same model and diopter. No incision enlargement, vitrectomy, sutures, or medications outside of standard care were required. The patient¿s outcome was good, and no injury was reported. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, section d9: returned to manufacturer on: february 3, 2026, section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod fully advanced; the plunger rod was observed to be bent. Viscoelastic residue was observed throughout the cartridge. The cartridge tip and cartridge was damaged. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received cut in half and coated in viscoelastic residue. The lens was observed to be scratched. The complaint issue "lens damaged" was not identified during product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.